Manufacturer narrative:
System was used for treatment. No kit lot number provided; therefore, batch record review could not be conducted. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories leak centrifuge alarm, centrifuge bowl leak/break and occlusion patient alarm and no trend was detected for these categories. Service order feedback still pending at the time of this report. A supplemental report will be sent once the service order feedback is received. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
Customer called in to report a blood leak and blood leak alarm. Customer reported that during the first buffy coat collection, patient occlusion alarm occurred, so he stopped and opted to tpa patient's access. He then opted to change from six cycles to three cycles. Customer then connected patient and pressed start and blood leak alarm occurred. Customer stated patient was fine. Customer opened lid and noted blood leaking from the bowl. Customer aborted the procedure and did no return any blood/products to the patient. Service was dispatched. Customer will not return product for investigation.

Manufacturer narrative:
(B)(4) completed: service engineer cleaned instrument, calibrated and performed system checkout procedure sucessfully. (B)(4).